Event description:
It was reported that the patient was complaining of new onset pain. It was noted that the patient was experiencing back spasm. The physician opted to remove leads due to significant procedural pain. The patient was doing well postoperatively.